Event description:
During a routine shift check by a clinician, the device displayed "status 66" and "status 107" messages. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product.